Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 286 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the patient changed out the pod for a new pod. The ketones were positive.